Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse determined that the main board had gone defective and required replacement. However, the unit was returned to the customer, as at this time, the customer has not requested for getinge to perform any repairs on the iabp. If any pertinent information is received in the future regarding repair of the device, a supplemental report will be submitted.

Event description:
N/a.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) unit was showing maintenance code 1.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.